Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment. The customer also reported high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.